Event description:
It was reported that a critical pump alarm triggered due to a low battery reset that was followed by safe state occurring. The reporter updated the pump to minimum rate mode and silenced the alarm. It was stated that the patient was instructed to go to the hospital to be monitored since she was ¿on such a dose¿. The neurosurgeon was going to be contacted to replace the pump as soon as possible. At the time of report, the patient was not having any symptoms. It was indicated that the pump had last been refilled on (B)(6). The pump previously contained compounded baclofen before, but contained lioresal at the time of the event. That same day, it was reported that the patient was admitted to the emergency room (e.r.) In acute baclofen withdrawal and had symptoms of vomiting and increased spasticity. The device logs were checked, and as a result of the event, the patient was hospitalized and treated for withdrawal prior to replacement of the device on the following day. At the time of report, it was noted that the patient was with injury, but had been discharged after the pump replacement. Later that day, it was reported that the physician assistant at the hospital had reprogrammed the pump from minimum rate to 1736mcg/day to see if the pump would come out of it, but in less than an hour, it was back in safe-state. It was indicated that the event was not due to normal battery depletion as the elective replacement indication wouldn¿t trigger for 24 months. The patient had reportedly recovered well after the surgery and was receiving effective therapy. Eleven days later, it was reported that the patient had always used compounded baclofen since her first pump, but the medication was changed to lioresal on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# (B)(4), implanted: (B)(6) 2000, product type: catheter. (B)(4).